Manufacturer narrative:
According to the facility, on 11/19/2025, when patient was using comfort flow humidification system, there was a "sudden burst of water and pressure" and the "patient started choking and coughing as water sprayed in face." The nurse "removed the patient from the hhfnc and placed on 15 lpm nrb." The patient's oxygen saturation "dropped to 60%, pt recovered after 3 minutes." The facility stated the unit "tubing was full of water." The product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Manufacturing dates for reported lot numbers: 24i0a690- 09/2024, 24l0a197-12/2024, 25a0a623-01/2025. Expiration dates for reported lot numbers: 24i0a690- 09/2029, 24l0a197-12/2029, 25a0a623-01/2030.

Event description:
According to the facility, on (B)(6) 2025, when patient was using comfort flow humidification system, there was a "sudden burst of water and pressure" and the "patient started choking and coughing as water sprayed in face."

Manufacturer narrative:
Updated d9: device available for evaluation and date returned to manufacturer. Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).